Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was dependent and was scheduled for a generator change out but passed away before this could take place. The physician is currently investigating the circumstances of the death and is not sure at this time if the device was related to the death. No further information is available. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.